Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that: in the pediatric department, involving a baby, it was impossible to advance the swg that was stuck against the needle. The swg (spring wire guide) kinked and it was then impossible to advance or remove it because it was stuck. Clinical consequences: we used another catheter from vygon and the baby had few punctures.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: in the pediatric department, involving a baby, it was impossible to advance the swg that was stuck against the needle. The swg (spring wire guide) kinked and it was then impossible to advance or remove it because it was stuck. Clinical consequences: we used another catheter from vygon and the baby had few punctures.